Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Sensor was not tested due to unresponsive buttons. No reset alarm noted. The device had minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the inulin pump was frozen and buttons were unresponsive. Customer stated that there was a dark circle on the insulin pump. Customer's blood glucose was 111 mg/dl. Customer stated had to set time and date on the insulin pump and got lost sensor and after he found the sensor and he still got the buzzing sound. Advised the customer that insulin pump would be replaced. No further info provided.